Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) was over 500 mg/dl with polydipsia and abdominal pain. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. Reportedly, the pump alerted for loss of prime with multiple cartridges from different boxes. The reporter was able to complete prime step with cartridge change. No sudden change in force or temperature was noted and the cartridge cap was secured properly. Review of cartridge use techniques indicated that the instruction for use was followed. Troubleshooting was unable to resolve the reported prime issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged loss of prime issue of unknown causes.

Manufacturer narrative:
Follow-up #1: device evaluation: the meter and pump has been returned and evaluated by product analysis on 04/20/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged loss of prime issue was verified in the black box but not duplicated in the evaluation. Review of black box data found unidentified low force event. The time was also manually reset 12 hours ahead two days before the complaint date. Total daily delivery added up correctly and reflected the user¿s programmed basal rate. Using the returned caps, the pump powered up and functioned properly. The pump delivery accuracy and the force sensor calibration reading were within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. Audio bolus and manual bolus were delivered and recorded corrected. Unrelated to the complaint, the battery compartment was found to be cracked near the pump cover.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.